Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire guide wire fractured off and remains in the patient's body. The lesion being treated was 80-90% stenotic and severely calcified. It was located in the extremely tortuous left superficial femoral artery (sfa). The physician accessed the lesion using a 6f introducer sheath and the viperwire guide wire. Using the 1.75 mm diamondback oad, he performed the orbital atherectomy of the proximal and mid left sfa. At some point, the crown of the diamondback oad became stuck. While removing the crown, the tip of the viperwire was fractured and was lodged in a small branch vessel. The physician passed a 5mm balloon over another guide wire and performed balloon angioplasty. He subsequently placed a 6x150cm stent to secure the fractured guide wire against the vessel wall and performed post-stent deployment balloon angioplasty using the 5mm balloon. Following the balloon and angioplasty, there was an excellent result in the proximal and mid sfa and there is no residual stenosis in the left mid to distal sfa. There was no delay in the procedure and no dissection or hemorrhage. The patient remained in stable condition without any complications.